Event description:
Additional information was received from a healthcare provider who reported that the cause of the event was ¿pump not function properly, clotted catheter possible¿. The pump remained implanted and was slowed to the lowest rate.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via company representative regarding a patient receiving heparin via an implantable pump for cancer chemotherapy. It was reported that the hcp requested a permanent shutdown code. The hcp stated that they noticed a volume discrepancy in (B)(6) where they were expecting 3 ml at refill and got back 24. They filled the pump that day with 40 ml and when the patient returned in (B)(6) they got back 38. The hcp stated that they don't know if the catheter was clogged or if the issue was due to a problem with the pump battery but the patient no longer needs the pump and they are shutting it down. Agent provided password to permanently stop pump.

Event description:
Additional information was received from a healthcare provider that the patient is scheduled to have a pump removal on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.